Manufacturer narrative:
The associated device was returned and evaluated. The visual inspection revealed that the device returned with both the distal and proximal ends deformed, which possibly prevented an adequate attachment with the mating device. The device is discolored, scratched and scuffed from use. There is no material fractured off the returned device. The failure mode is related to the allegation as it occurred because of extensive use, and the device shows significant signs of wear and usage. Since the device was manufactured in 2024 and no evidence of a manufacturing, design, or labeling issue was identified, a review of the original production order was not considered necessary. A review of complaint history revealed similar events for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. This device is a reusable instrument that can be exposed to numerous surgeries. Damage from prolonged use, misuse or rough handling are likely potential factors that could contribute to the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during a tsa surgery, the connection of four (4) glenoid reamer driver broke off. The procedure was resumed, without any delay, using the same device. No further complications were reported.